Event description:
On (B)(6) 2014, a physician in the untied kingdom attending a training seminar stated that he would not use osigraft in upper limb nonunion due to containment issues and ectopic bone formation. No patient identification was supplied. The reporter assessed these adverse events as serious because the patient required hospitalization. The manufacturer assessed these events as serious and possibly related. Further information is being requested.